Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump displayed a restart alert during supply change and then issued repeated ¿unable to proceed¿ notifications during rewind and fill-tubing attempts despite a charged battery and removal of all supplies, and the pump was replaced; the patient¿s blood glucose was reportedly not affected, and the patient was advised to use backup therapy and to shut down the device to avoid further alerts. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery and the need for device replacement. Investigation included technical troubleshooting by phone and confirmation that alerts persisted after restart, battery charge, dry run attempts, and supply removal. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.